Event description:
Philips received a complaint on the heartstart xl+ defibrillator monitor indicating that device did not pass the functional test. During the evaluation, the bench engineer determined that device did not pass the functional test due a defective capacitor. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was (B)(6) 2017. The end of life (eol) is scheduled globally to end (B)(6) 2022, where the end of support (eos) period will then begin. The device will be returned to the customer without being repaired.